Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient feels what she describes as "shocking" at her ipg site when stimulation is on. Follow-up stated the clinical specialist advised the patient to turn the ipg system off. No further information is available at this time. Follow-up pending.